Event description:
It was reported that multiple cartridges were damaged at the cartridge tubing. Reportedly, the damaged occurred because the cartridge tubing was pulled. The customer experienced elevated blood glucose (bg) levels displayed as "high"; although specific bg values were not provided. Customer delivered correction boluses via the pump to address the bg's. Customer loaded new cartridges to address the issues.